Event description:
It was reported that stent thrombosis and stent deployment issues occurred. The target lesion was located in the right coronary artery(rca). A 3.00x32mm promus premier¿ stent was implanted in the target lesion. The patient presented six hours post procedure and thrombosis was noted in the mid part of the implanted promus premier stent in the rca. The physician ballooned the area and ivus was performed, which identified an area of the stent that was under deployed. The physician then dilated the stent using a 3.75x20 nc quantum balloon. The procedure was completed with no additional patient complications reported. It was further reported that the patient was given plavix; however the patient threw up the medication and may not have not gotten enough on the second dose.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).